Event description:
The account stated that discrepant architect troponin results were generated. One patient sample generated an initial troponin result of 2.220 ng/ml. The sample was repeated and a result of 0 ng/ml was generated. The discrepant results were not reported, and there was no report of impact to patient management.

Event description:
During an appendectomy the surgeon was using an ethicon laparoscopic vascular stapler. This stapler comes loaded with a "white load" staple cartridge. This surgeon prefers utilizing a "blue load" cartridge initially during the procedure and then switches back to the white load. The blue load worked as intended. When it came time to remove the blue cartridge and replace with the white it would not load. It is made to slide into place and then snaps down but it would not move into position. The surgeon then attempted to load the white reload and was unable to do so. The surgeon opted to use a new stapler because he felt if the cartridge was "forced" it could potentially misfire and possibly harm the patient.

Manufacturer narrative:
(B)(4) complaint review performed. An investigation was performed on architect stat troponin-I lot 29514un09 and determined that it was performing acceptably. The customer did not return reagent or samples for the investigation. An in-house file kit of lot 29514un00 was tested as part of the investigation. To evaluate the accuracy of the assay 6 replicates of an internal troponin-I panel were used. All replicates of the panel were within specifications. In addition customer complaint data was reviewed and no problematic complaint activity was identified that would indicate a deficiency. The architect stat troponin-I package insert was reviewed and was found to adequately address the customer's issue. The investigation did not identify a product deficiency. This is the final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.